Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of (B)(6)2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd ultra fine¿ nano¿ pen needle was bent and didn't release insulin during use. The following information was provided by the initial reporter: "parent of consumer reported finding bent pen needles during injections from current box. Stated due to the pen needles being bent, some of the needles don't release insulin."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ nano¿ pen needle was bent and didn't release insulin during use. The following information was provided by the initial reporter: "parent of consumer reported finding bent pen needles during injections from current box. Stated due to the pen needles being bent, some of the needles don't release insulin."